Event description:
Info rec'd from foreign reporter indicates pt experienced inexpicable fever attacks (sometimes 40 degrees celsius) since implantation of the pump and initiation of baclofen therapy. The pt was hospitalized in april of 1998 for suspected infection due to the continuation of the fever episodes. Laboratory tests indicated no infection present, and the pt was transferred back to the rehab center, where he again experienced attacks of fever. The entire system was explanted, again due to suspected infection in the pump pocket. The reporter states that when the pocket site was accessed. Baclofen came out of the side port of the pump. The device was returned to the MFR for analysis. The pt has had no further fever attacks since explantation of the device.